Event description:
It was reported that double lumen hickman line appears to have disconnected and pulled apart at bifurcation. No trauma involved.

Manufacturer narrative:
The complaint of a catheter break was confirmed, and the cause appears to be use related. The product returned for evaluation was a 7fr d/l hickman catheter. Residue was seen throughout the sample. The text on the clamping oversleeves had a worn appearance on the white luered lumen and was completely worn off on the red luered lumen. The catheter was completely detached at the distal edge of the bifurcation, and was not returned for evaluation. Microscopic examination of the innermost surface area of the distal edge revealed dull and granular features. The distal end of bifurcation was bisected circumferentially. The outer surface where the two lumens come together was microscopically examined and found to have a glossy yet granular appearance. The observed damage is consistent with a tensile event which exceeded the material capability, therefore causing the break. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.